Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out-of-range pacing impedance measurement of 2030 ohms was generated for this left ventricular (lv) lead. A boston scientific technical services consultant documented the clinical observations and suggested increasing the alert cutoff if lead intervention is not planned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out-of-range pacing impedance measurement of 2030 ohms was generated on the left ventricular (lv) channel. A boston scientific technical services consultant documented the clinical observations and suggested increasing the alert cutoff if lead intervention is not planned. No adverse patient effects were reported. It was reported that an alert was generated for lv amplitude measurements out of range. Trend data was stable. Remote monitoring data identified a 700 ohms decrease in lv pacing impedance measurements approximately five months after the increase was observed. Decreased pacing impedance was observed on the right ventricular (rv) channel. Additionally, decreased pacing impedance and elevated threshold measurements were observed on the atrial channel. Pacemaker mediated tachycardia (pmt) was inappropriately stored as the events were atrial in nature. A recent atrial tachycardia response (atr) event was suggestive of cross talk from bi-ventricular pacing and sensing on the atrial channel. Presenting electrogram showed appropriate sensing and no artefact was visible. A boston scientific technical services consultant recommended in clinic system evaluation. No adverse patient effects were reported.